Event description:
Dexcom continuous glucose monitor. I purchased the dexcom continuous blood glucose monitor and I have been having failures of the sensor and when I do get reading, the readings are in error 60% of the time. Diagnosis or reason for use: diabetes.